Event description:
The 15mm target lesion located in the proximal left circumflex (lcx) was 80% stenosed and severely calcified. The lesion was de novo-progressive with an eccentric shape and a significant 45 degree bend. The lesion was accessed with a guidecatheter and guidewire via femoral approach. Proximal lcx was pre-dilated with a balloon catheter; followed by deployment of a stent. Ivus was performed and incomplete stent apposition (isa) was confirmed. Upon ivus withdrawal from the treated area, resistance was felt; however, ivus was able to be removed. Complainant noted that ivus may have interacted with stent during withdrawal; inadvertently causing the deployed stent to migrate to the 30% restenosed area of the left main (lm). Physician continued the case by performing post dilation with a balloon catheter (not realizing that the stent had migrated to the (lm). Shortly after, stent migration into the lm was identified. Physician retrieved stent with a snare device followed by deployment of two stents in the proximal lcx. Post dilation on deployed stents was not performed. No complications were reported and pt was reported to be doing okay.

Manufacturer narrative:
Lot number was not provided by complainant; therefore, manufacturer and expiration date cannot be confirmed.